Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged. Additional information was requested and the following was obtained: response from the affiliate: did the device fully cut? The information was not provided from the hospital. Did the device fully staple? The information was not provided from the hospital. Did the device partially fire (staple line and cut line started, but not completed)? Yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, the firing knob was broken off at the 2nd firing. As the length of deployed staple line was enough, the device was released. The staples were formed properly. The staple height was gold. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.